Event description:
Ous MDR - after an implantation period of about 10 months, inappropriate shocks due to lead noise were reported while patient was using a "kangoo hammer". This device was explanted but it was not returned for analysis. No further adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test.